Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device info letter dated october 9, 2007.

Event description:
The customer contact reported inaccurate delivery. The tubing set was being used to deliver an unspecified amount of an unspecified IV solution. The cair clamp was being used to regulate the flow. After an unspecified length of time in use, the customer contact reported "the regulator would stop the flow or make it go too fast." There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.